Event description:
Customer reported issues with the insulin pump. Customer states that there is no lot number. The blood glucose reading is 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used partial enlite sensor and found sensor canula bent (retracted) inside the sensor base. Unable to confirm the customer did receive the sensor in such condition as customer had returned the device opened/used.